Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the posterior tibial artery with calcification. The esprit btk would not deploy since an area on the back of the stent looked raised. Plain old balloon angioplasty (poba) was performed instead to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.